Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. After multiple attempts no further info could be obtained. Additional devices involved.

Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses to treat an unk cause. In 2009, an iliac extender component and a contralateral leg component were implanted to treat an unk cause.